Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patent's age reported to be in his 60's or 70 years. Date of event: (B)(6) 2016. A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported that while the v60 device was being used on a patient, an alarm did not sound (display was shown though), even though the patient's circuit was disconnected. There was no adverse patient effect.